Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had poor/no telemetry with recharging. It was reported that their ins battery died about a week ago, and when they attempted to charge they saw the call your doctor message. The patient stated that the last time they charged successfully was probably a couple of weeks ago. The patient did not have the recharger present at the time of the call, but indicated that they would call back when they got home for assistance with further troubleshooting. It was reviewed that the call your doctor message could have a variety of meaning depending on the code. No symptoms were reported. The event occurred within the last week (B)(6) 2018. No further complications were reported/anticipated.